Event description:
It was reported by the physician that he noted high lead impedance on a system diagnostics. It was suggested to the physician to turn the device off. F/u with the physician revealed that no x-rays were taken. No pt manipulation or trauma occurred that could have caused the event. The pt is been referred to the surgeon.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.